Event description:
It was reported to philips that the system was unable to boot. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time of the event. The philips remote service engineer (rse) analysed the system remotely and confirmed that the system was unable to boot. The philips filed service engineer (fse) visited onsite and upon functional testing, the fse found that rodent damage on components inside the technical room, because of the damage, the software became corrupted. To resolve the issue, the fse rectified it and reinstalled the software. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.